Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor had issue with air filters, that water had entered the air filters of 6 of the 11 oer-5 units. The field service staff who subsequently visited the facility dealt with the problem by draining the water and tightening the screws, but water back flowed. There were no reports of patient harm.

Manufacturer narrative:
Correction to e1 of the initial report. See e1 (telephone number) for more details. Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the main body of the equipment was not returned to olympus, just the gypsum valve and the toric joint, the reported malfunction was not able to be reproduced. Presumable causes to the reported malfunction include moisture in the air may have cooled by the air conditioner or else to be condensed, leading to water remaining in the air filter. Water vapor in the air may have been condensed in the air filter due to compressed air, leading to water remaining in the air filter. And lastly, water may have intruded from the hose of the air channel or the parts connecting site, leading to water remaining in the air filter. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.